Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2016. It is unknown what caused the hospitalization because no further information was provided. The customer's blood glucose was unknown. The customer mentioned that the issue was with the infusion set but did not specify what happened. The customer did not return the product back for analysis.